Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse replaced the bsv (blood sampling valve) actuator; however, this did not resolve the reported issue. The bsv assembly was replaced resolving the reported issue. The instrument was verified by running controls. The customer did not provide information regarding the patient weight.

Event description:
The customer reported recovering a hemoglobin and hematocrit (h&h) mismatch on a single known cancer patient sample run on a coulter lh 500 hematology analyzer when compared to the re-run results obtained on the same day. The customer also stated the instrument was recovering low white blood cell (wbc) and hemoglobin (hgb) with high red blood cell (rbc) results on quality control samples the following day. Erroneous patient results were reported outside the laboratory; however, there was no change or affect to patient treatment in connection to the event.